Event description:
Customer reported that the charging port of his pump was damaged, resulting in the pump not charging correctly and experiencing malfunctions. There was no reported impact to the customer¿s blood glucose level. Technical support was contacted to follow up with the patient, and the healthcare provider was informed about the need for further communication with customer support.